Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Patient codes (B)(4) apply to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain and pancreatitis. It was reported the patient had a spinal leak after surgery for 8 months. The patient stated they had 5 blood patches, glue and 2 corrective surgeries., and one more thing done. When the catheter was implanted it was re-canaled. After the surgery, the patient had constant headache that last 2 hours and the patient had migraines. It was stated a golf ball size spinal fluid collected in the patient's back that was now resolved. It was stated when the patient was in an upright position and uses their personal therapy manager (ptm) their headache gets worse. When the patient lies down and uses their ptm the headaches were not as bad. The patient inquired if the ptm could make the spinal leak worse. It was noted that the spinal fluid was backing into the catheter. It was noted that the nerves have changed and it can take 2 years for the issue to correct itself. It was noted that before the surgery they did not have a headaches or migraines. The patient gets a migraine every 3 weeks. The patient had a constant headache that lasts 24 hours a day and it increases with intensity with different activity. It was noted the patient can do 16 boluses a day and interval was 10 minutes. The patient was redirected to their healthcare professional (hcp). It was noted if there was a cerebral spinal fluid (csf)leak in the catheter the volume of fluid in the catheter was a fraction of a cc, and the volume of the catheter was rather small. It would not be anticipated that a bolus would continue to make this intense headache happen. It was noted there was enough pressure coming out of the tip of the catheter that they would not expect csf to enter back into the system. Event date was noted as (B)(6) 2015. No further complications were reported/anticipated.